Event description:
On (B)(6) 2015, the patient underwent a permanent implant procedure. During the procedure, the doctor nicked the patient's dura. In turn, cerebral spinal fluid leakage occurred. Slight headaches followed. The patient was hospitalized and instructed to lay flat for a few days following the procedure. Follow-up revealed the headaches have resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.